Event description:
A report was received that the patients pocket site was felt uncomfortable. It was also mentioned that the ipg flipped perpendicularly. The patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.